Event description:
Pt had a s/l solopicc that was removed. The external length was 45cm. It looked like there was a wire hanging out of the PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.